Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had been experiencing discomfort at their ipg site due to the location of their ipg. As a result, the patient underwent surgical intervention. The doctor decided to explant the patient's ipg and implant a replacement ipg at a new location. Surgical intervention addressed the patient's issue.